Manufacturer narrative:
One blue line ultra tracheostomy (trach) tube was returned for analysis in used condition. No discrepancies or water droplets was found upon visual inspection. Functional testing was performed by inflating the syringe while submerged under water; no discrepancies were found. The sample was then inflated for more than 72 hours with no discrepancies. Relevant documents were reviewed and deemed adequate. Cuff assembly operation and inflation line assembly operation were reviewed with no discrepancies. Inflation test was audited during thirty two (32) units with no deflated cuffs were detected. Based on the evidence the root cause is unknown as the complaint is not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex tracheostomy contained water droplets in the pilot balloon. No patient injury resulted.